Event description:
An ocd lab specialist observed positively biased tsh sample results while conducting a cross-over study. The samples were negative when tested using an alternative method. A false positive may result in inappropriate physician action. There was no report of patient harm as a result of this event.